Manufacturer narrative:
Product analysis: as found condition: the pipeline flex and marksman catheter were returned inside a sealed bio-hazard bag and a shipping box. The pipeline flex braid was not returned. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The pushwire was found to be kinked at 2.0cm from the distal tip coil. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 19.2cm to 28.6cm from the distal tip. No other anomalies were observed. Testing/analysis: the total and usable length were measured within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer report of "failure to open at the distal" and "pipeline damaged" was not confirmed as the pipeline flex braid was not returned. The cause could not be determined. However, the customer report of resistance during delivery was confirmed as the pushwire and catheter were damaged. From the damages seen on the catheter (accordioning), pushwire (kinking), and hypotube (stretching), it appears there was a high force used. It is possible these damages occurred when the customer attempted to advance/retrieve the pipeline flex through the catheter against resistance. However, the cause of resistance could not be determined. Possible causes include vessel tortuosity and lack of continuous flush with heparinized saline during delivery. The customer reported normal vessel tortuosity, ruling out vessel tortuosity as a potential cause. The lack of continuous flush with heparinized saline during the procedure may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the catheter kink was not determined. The cause of the pipeline damage was determined. The braided wire at the tip end was entangled, making it impossible to open the tip end. The kink was located in the soft section of the catheter. The tip end of the pipeline did not open. The pipeline had not been placed in a vessel bend when it failed to open. There were additional steps or other devices attempted to open the pipeline; push and pull, retrieving and other operations.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 227594108). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open and the marksman catheter was found kinked. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left cavernous sinus segment with a max d iameter of 4.6 mm and a 6 mm neck diameter. The landing zone: distal: 4 mm and proximal: 4.6 mm. The accessed vessel was the femoral artery with a diameter of 7 mm. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment was administer ed. The angiographic result post procedure showed the left cavernous sinus segment aneurysm. It was reported that on may 8, the doctor treated a left cavernous sinus aneurysm. After preoperative evaluation, dense mesh stent implantation was performed. When the stent was deployed during the operation, it was difficult to open the tip end. After retrieval, push-pull and other adjustments, it still could not be opened. After the stent was removed from the body, it was found that the tip end of the stent was flat and the braided wires were bifurcated and entangled. At the same time, it was found that the tip end of the microcatheter was similarly kinked, so all of them were replaced. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.